Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with approximately 230 units of insulin. Prior to calling tandem technical support, the cartridge was reloaded and the insulin gauge displayed an accurate fill estimate. The customer's blood glucose level was 216 mg/dl.